Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer's pump shut off unexpectedly at 45% battery life. The customer's blood glucose level was impacted.